Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower system had patient interface issue. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had patient interface issue. A technical support specialist connected to the station server and confirmed that the interface heartbeat was active, the latest carefusion coordination engine (cce) xml timestamp was current, and all services on the es server were running normally. The technical support specialist then accessed the station remotely and found no notifications indicating any patient interface issues. They confirmed that the interface problem had resolved itself and verified with the customer that no patient interface issues were appearing in station and orders and patients were crossing over successfully. The system functioned as intended after the technical support specialist assessed the device.